Manufacturer narrative:
Blade. Eval summary: the analysis results found that the lcsc5ha device a was returned with the blade scratched and cracked and device b was returned with the blade scratched, gouged and cracked. Due to the damage to the blade, it was confirmed that the devices were non-functional. The devices were tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." A batch record review was performed and no anomalies were found during the manufacturing process. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Device b; batch # c9cp3r; manufacturing date 8/06; exp. Date 9/11.